Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii y 24gax0.75in prn/ec slm had foreign matter. The following information was provided by the initial reporter: when a nurse follows the doctor's instructions to puncture a patient with an intravenous indwelling needle, she opens the package under normal operation and discovers that there is dirt at the tip of the needle, red dots.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4313476): 1) this batch of products were assembled at intima ii auto line 2 in dec 2024 and packaged at r240 package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photos have been received for the complaint. 3. Check the retained samples of this batch, no foreign matter visible on the needle tip are found. Conclusion(s): no abnormalities are found in the process and retained samples. Since we have not received the defective sample, we cannot confirm the status and composition of the foreign matter, so the root cause of this defect cannot be determined. The plant will continue to monitor such defects.